Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (case# mw5058012) in united states on (B)(6)-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Since essure was implanted she has had horrible cramping, bleeding and back pain. Often when she moved wrong it felt like her insides were ripping apart. She got headaches almost everyday and she was also very tired all the time no matter how much she slept. Concomitant medications reported: tramadol, ibuprofen, acetaminophen. Disability/permanent damage was mentioned as event outcome but not specified and/or assigned to one of the events in the narrative. Follow-up from 19-jan-2016: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Follow up 12-feb-2016: ptc investigation results were provided. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later assessment time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Follow-up received on 04-apr-2016 and case was upgraded to incident. Legal claim was received. The consumer's date of birth was updated. Essure was inserted on (B)(6)-2014. It was reported that she had abdominal, pelvic and lower back pain, heavy bleeding, severe cramping, migraines and ripping sensation when body moves. On (B)(6)-2016 essure was removed. Follow-up received on 26-apr-2016. Updated quality safety evaluation of product technical complaint: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later assessment time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and bleeding (interpreted as genital bleeding). These events are listed in the reference safety information for essure. After essure insertion, pelvic pain, genital bleeding and menses pattern changes may occur. Given the nature of the events and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was upgraded to incident, since device removal was reported upon follow-up. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding / heavy bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen, paracetamol (acetaminophen) and tramadol. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion disability), abdominal pain lower ("horrible cramping / abdominal pain / severe cramping"), back pain ("back pain / lower back pain"), abdominal discomfort ("often when I move wrong it feels like my insides are ripping apart / ripping sensation when body moves"), headache ("headaches almost everyday"), fatigue ("very tired all the time") and migraine ("migraine"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, abdominal discomfort, headache, fatigue and migraine outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, back pain, fatigue, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5058012) on 08-dec-2015. The most recent information was received on 15-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding / heavy blleding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen, paracetamol (acetaminophen) and tramadol. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion disability), abdominal pain lower ("horrible cramping / abdominal pain / severe cramping"), back pain ("back pain / lower back pain"), abdominal discomfort ("often when I move wrong it feels like my insides are ripping apart / ripping sensation when body moves"), headache ("headaches almost everyday"), fatigue ("very tired all the time") and migraine ("migraine"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, abdominal discomfort, headache, fatigue and migraine outcome was unknown. The reporter considered abdominal discomfort, abdominal pain lower, back pain, fatigue, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: quality-safety evaluation: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later assessment time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 15-apr-2021: mr received: reporter added, case became medically confrmed. Patient's middle name, essure removal surgery detail and action taken with drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.